Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope distal end cover came off in patient's mouth during a therapeutic (ercp) procedure. The user was able to retrieve the distal end cover. The procedure was completed with no reports of harm to the patient, or the user associated.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event may have been caused by the following: - chemicals such as anti-fog agent adhered to the distal cover, and the cover was broken by chemical attack, which made the cover easy to come off the subject device. -the distal cover was insufficiently attached to the subject device, which made the cover easy to come off the subject device. However, the root cause of the suggested event could not be determined. The event can be detected and/or prevented by following the instructions for use which state: "detection method is described in 4.1 of chapter 4 in operation manual. Preventive measure is described in 3.5 of chapter 3 in operation manual." Olympus will continue to monitor field performance for this device.

Event description:
The condition of the patient was not impacted by the failure. The reported problem did not affect the therapeutic outcome of the procedure. Physician had to look with the light of the scope into the patient and had to do a sweep of the patient¿s mouth. No error messages that may have been observed as a result of the failure. Other related patient identifiers: (B)(6).